Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an unspecified procedure. Reportedly, when pulling on the rail suture to tighten the knot, the knot came out of the patient. A second proglide device was used and the device was not stabilized against the arterial wall during deployment, a cuff miss occurred. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The technician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture pulled out of the artery was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar suture pulled out of the artery during the knot advancement incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.